Manufacturer narrative:
Concomitant medical products: dtma1qq crtd implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath and diaphragmatic stimulation due to the left ventricular (lv) lead pacing vector. The output of the lv was lowered and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.